Event description:
During a lumbar fusion procedure l5-s1, the surgeon was using the plif implant holder and the spring broke off. The piece was retrieved, and the surgeon continued with the procedure. The surgeon then used four screwdrivers for ti click-x to tighten the caps, and bent all four tips. The procedure was completed. This complaint is on the implant holder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number and expiration date: the lot number and the expiration date could not be briefed with the information provided. No irregularities were found during the device history review of this product. Visual inspection showed that one leaf spring was broken. Instrument corresponds to drawings and processes at the time of manufacture. The spring broke due to a corrosion tension crack (is over 6 years in operation).